Event description:
It was reported that the ins dropped two inches in the pocket. The pt experienced a loss of therapeutic effect. She was vomiting a large amount once a day. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).